Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins) for spinal pain. Caller working with pt who has been in overdischarge (od) approximately 3 yrs. Pt had stopped using stim because pt didn't realize he had option to get reprogramming done. They were going to explant the scs system but decided to try to recover it from od. When they were 5-10 minutes into their prm they saw a 589 code on insr. Technical services is unsure if this is related to ins being overdischarged for so long but this isn't typically seen with ins's in od. Tss reviewed discontinuing charging ins if this code is chronic and to consider replacement of ins. No symptoms were reported. Additional information received. Rep reported it was recommended to stop the charge due to high voltage code received on screen. Patient is discussing replacement with implanting provider.